Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "no infusion" was not reproduced; however the device was found to under infuse by -8.3704%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the under infusion was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced "no infusion". This occurred during programming/setup in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.